Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) reviewed the logs and found no related errors for the system. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Verification via remote logs confirmed the occurrence of a procedure on the reported event date (B)(6) 2023 via system serial#(B)(6) matching the documented event details. The logs were reviewed/analyzed as part of the intuitive surgical, inc. (Isi) tse's investigation. Field d6 is blank because the product is not implantable.

Event description:
It was reported that prior to the start of a da vinci-assisted hemicolectomy right surgical procedure, post surgical port placement, the technical service engineer (tse) was contacted by the customer regarding the surgeon electing to convert the procedure to open surgery due to the patient side cart (psc) targeting not being ideal. Tse reviewed the logs and found no related errors for the system. The procedure was converted to open surgery. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the surgeon clarified that targeting was not ideal when the right flexure of the colon was targeted by placing the psc on the left side of the patient's body. The liver was intended to be targeted due to the surgical procedure being a resection of the ascending colon cancer. The surgeon wanted to target the right flexure of the colon by placing the psc on the left side of the patient's body. Targeting was unable to be completed. The surgeon noted that the universal side manipulator (usm) arms were set in an unintended direction, and the arms were aligned at 12 o'clock instead of being aligned at either the 2 or 3 o'clock position. The arm that the camera was connected to also experienced uninitiated movement from the 6 o'clock to 12 o'clock position. The surgeon mentioned that due to the patient anatomical features it was difficult to obtain a good field of view. The clinical sales representative (csr) recommended to the surgeon to use different positioning. Customer stated that in consideration of the patient with colon cancer, it is necessary to consider the placement site of the psc usm arms depending on the different location of the tumor.